Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. This resulted in a loss of imaging functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.